Manufacturer narrative:
Port was returned for analysis, as the patient advised surgeon of no sensation of band, or of weight loss. During explantation, no leak was observed in the tubing or port. The investigation of the returned port and tubing in the lab setting, confirmed that no leaks were present. No new risks identified, the current risk for leaks is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the port lot was reviewed and no discrepancies or non-conformances recorded. Product was manufactured according to specification.

Event description:
Patient advised no sensation of band and no weight loss to surgeon. Xray took place on (B)(6) 2021 which found volume loss of 3ml of murky liquid with some blood clots seen. Leak test performed with methylene blue. No obvious leak seen. Patient laparoscoped. No leak from the tubing or the port intraabdominally. Port exchanged. System flushed. Port replaced.